Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial#: unknown, product type: extension. Product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that replacement of the implantable neurostimulators (ins) on both side was performed on (B)(6) 2020. One month later, when the patient had an outpatient visit, the condition of the patient was bad, and impedance measurement showed abnormal impedance on one side. Looking at the x-ray image, it could be seen that the activa adapter has come off from the implantable neurostimulator (ins) by 1 to 2 contacts. At the time of the procedure, it was confirmed that there was no abnormal impedance after tightening firmly with a torque wrench. It was stated that factors that may have led to or contributed to the event included device malfunction or procedure or the fall of the patient etc. The procedure for replacement was planned and scheduled. The issue was not resolved at the time of the report. No device settings were available at the time of the event. Additional information was received on july 30th 2020, providing the device settings as below; immediately after the procedure on (B)(6) 2020 c+1- 1.5v 9us 130hz impedance c-0 2080ohms c-1 1362ohms c-2 1744ohms c-3 1892ohms 0-1 2290ohms 0-2 3043ohms 0-3 3288ohms 1-2 2011ohms 1-3 2629ohms 2-3 2157ohms at the first outpatient check after discharge from the hospital on (B)(6) 2020 c+1- 1.5v 90us 130hz impedance no abnormality also was not left in the report. At the outpatient check on (B)(6) 2020 c+1- 1.5v 90us 130hz impedance all exceeded 40000ohms after the procedure on (B)(6) 2020,there was no abnormality of the impedance and there was a memory that the torque wrench was tightened until a "click" sound was heard in the procedure. After that, the patient was discharged from the hospital on the following day ((B)(6) 2020). There was no problem even at the first post-operative outpatient check. On (B)(6) 2020, the patient complained of exacerbation of symptoms and received an examination. All the impedance exceeded 40000ohms and the x-ray photograph revealed that the activa adaptor was disengaged from the ins by 1 to 2 contacts. The ins was explanted but the adapter was not explanted.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial #(B)(6) revealed that the the functionality was okay with insignif icant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.